Manufacturer narrative:
Initial reporter address - (B)(6).

Event description:
It was reported that burr separation occurred. A 50% to 60% stenosed target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery (rca). A 1.75mm rotapro device was selected for percutaneous coronary intervention (pci) procedure. During rotablation, the burr was suddenly detached from the advancer. The physician used a a non-boston scientific guide extension catheter to press the burr into the wire and the guide catheter. The burr was removed successfully. The procedure was completed successfully with two synergy megatron with optimal expansion in the lesion. No patient harm resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated and on the rotawire. A non-bsc guideliner was returned with the device in accordance with the reported events. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr and that the burr had detached and was received on the returned rotawire. X-ray inspection of the device was performed and it was found that the tri-filar coil separated near the proximal end of the burr. Therefore, it was considered likely that the separation did not occur as a result of a glue bond failure within the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched and broken at the point of detachment.

Event description:
It was reported that burr separation occurred. A (B)(4) stenosed target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery (rca). A 1.75mm rotapro device was selected for percutaneous coronary intervention (pci) procedure. During rotablation, the burr was suddenly detached from the advancer. The physician used a non-boston scientific guide extension catheter to press the burr into the wire and the guide catheter. The burr was removed successfully. The procedure was completed successfully with two synergy megatron with optimal expansion in the lesion. No patient harm resulted in relation to this event. It was further reported that the burr detached from the shaft. The rotapro was prepped and platformed (B)(4) outside the patient. During procedure, the burr rotation speed was at (B)(4). The burr was removed with the pull of the rotawire.

Event description:
It was reported that burr separation occurred. A 50% to 60% stenosed target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery (rca). A 1.75mm rotapro device was selected for percutaneous coronary intervention (pci) procedure. During rotablation, the burr was suddenly detached from the advancer. The physician used a a non-boston scientific guide extension catheter to press the burr into the wire and the guide catheter. The burr was removed successfully. The procedure was completed successfully with two synergy megatron with optimal expansion in the lesion. No patient harm resulted in relation to this event. It was further reported that the the burr detached from the shaft. The rotapro was prepped and platformed 160,000rpm outside the patient. During procedure, the burr rotation speed was at 160,000rpm. The burr was removed with the pull of the rotawire.

Manufacturer narrative:
E1: initial reporter address - (B)(6).